Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both l1 leads and the l2 lead had high impedances. Surgical intervention was undertaken wherein the l2 lead was explanted and both l1 leads were explanted and replaced. Effective therapy was restored.